Manufacturer narrative:
Analysis was normal. The damage found was sustained during the surgical procedure. A lead stiffness test was performed and was within product specification.

Event description:
It was reported that patient presented in ER, months ago, with symptoms indicating perforation. A pericardiocentesis was performed and patient was sent home. The patient has had several cases of pericarditis since. When repositioning was unsuccessful the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.